Event description:
The customer reported while running operational check they are getting general system test failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.